Event description:
Customer reported problems with the infusion sets bending. She stated that she was in the hospital for high blood glucose levels. The blood glucose reading was 480 mg/dl. Customer stated that she had gone through 6 sets that had kinked cannulas that day. Customer was treated with an IV and was wearing the insulin pump at the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.